Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for the system controller (serial #: (B)(6) ) and the system controller was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of a dim led was confirmed. The system controller (serial #: (B)(6) ) was returned for analysis and a log file was downloaded for review with events spanning approximately 3 days (11nov2021 ¿ 12nov2021, 20jan2022 per time stamp). Events from 20jan2022 took place during lab testing at abbott. There were no notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing. A dim led was confirmed. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The root cause for the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the green light emitting diode (led) for the pump running symbol on the patient's active system controller was faded and difficult to see. The patient's controller was exchanged and a new system controller was provided to be the patient's new backup controller.